Event description:
Terumo medical corporation received the following information: it was reported that the procedure was a gi bleed, access was femoral, target lesion was the distal small branch of inferior mesenteric artery (ima), and four vessels accessed. This was a repeat angiogram and attempt to stop bleeding from the inferior mesenteric artery (ima). Patient was accessed via right femoral and a 6fr pinnacle sheath was inserted. A rim catheter was advanced into the ostium of the inferior mesenteric artery (ima). After imaging was obtained, a 2.4fr 130cm straight progreat and the glidewire gt-r were advanced into the ima. Multiple small vessels were investigated requiring shaping and reshaping of the gt-r. When we reached distal, tiny branches, we found it necessary to trade to a .014" izanai wire due to spasm. Eventually 2 azur .018" cx coils were deployed. The groin was closed with a 6fr angio-seal. At follow-up, the patient was no longer experiencing bloody stool. Additional information was received on 16may2026: there was a spasm, however the physician felt that the product was not to blame as the .014 wire barely passed into it. They believe it was not a product issue however, rather a tiny vessel that was already prone to spasm due to the bleed. The patient was released without complication and the gtr was the wire that allowed us to get access to the vessel when other wires did not get us there. The physician felt the wire performed above expectations and did not feel it was to blame for the spasm.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. History investigation of the involved product code and lot number no anomaly was found in the results of the history investigation. No other similar report was found in the past complaint file. Confirmation of the production process no anomaly was found in appearance, the outer diameter, or the sliding test. Based on the investigation results, no anomaly was found in the history of the involved product code/lot number and the inspection results in the production process related to this matter. However, since the actual device was not returned and investigation of it could not be performed, it was not possible to clarify the cause of the occurrence. The IFU describes the following: manipulate the glidewire gt slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy to avoid damage to the vessel. If any resistance is felt, the behavior and/or position of the wire's tip seems improper, the wire is kinked, or vessel spasm is suspected, stop manipulating the wire (and the catheter) and determine the cause carefully by fluoroscopy to take suitable remedial actions. Then remove the wire slowly without turning. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Please refer to section h10 for the importer's report on the reported event. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.